Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the activity log. The log shows that the device displayed "poor pad" contact messages immediately after the shock button was pressed. The customer communicated they were using external paddles during the course of the event. It is important to mention the log shows that the device successfully discharged multiple times during the event. The device was put through extensive testing without duplicating the malfunction. The paddles shoes on the external paddles were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device displayed a "poor pad contact" message via external paddles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that subsequent testing did not duplicate the reported malfunction. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.